Event description:
On an unspecified date, a sparc was implanted in the plaintiff. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, add'l surgery and other injuries." It was also alleged that the plaintiff suffered "serious and permanent injuries." It was also alleged that the plaintiff "suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae likely continue manifesting in the future." It was also alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery." "Mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.